Manufacturer narrative:
According to the facility on (B)(6) 2022 a residents blood sugar was being checked per policy and protocol and the staff member noted, 'the number appeared higher than usual'. The staff member rechecked the blood sugar and still received a 'high number' and gave the resident sliding scale insulin. Per the facility they purchased a different monitor and strips and retested the resident as they still believed the number was inaccurately high. Upon retesting the resident that number was, 'very low' and the patient was sent to the hospital. Per the facility the patient is reporting to be doing fine. The facility also stated that the monitor is routinely tested prior to use on patients and they have not had any further issues since switching devices. The sample was returned for evaluation and a definitive root cause could not be determined as all strips read within their specified parameter. No additional information is available or provided at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 a residents blood sugar was being checked per policy and protocol and the staff member noted, 'the number appeared higher than usual'. The staff member rechecked the blood sugar and still received a 'high number' and gave the resident sliding scale insulin.